Event description:
It was reported that the paddle tray plates were damaged. Further information was provided that the damaged paddle tray plates subsequently damaged the paddles through their interaction. There was reportedly no patient involvement.